Manufacturer narrative:
The device was received by lifewatch on 06/27/2011, and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation. Associated accessory for device: act cell phone monitor. Model # com 001, serial #(B)(4).

Event description:
This MDR is being filed in response to the patient's report of feeling a shock throughout her body after the act cell phone monitor rung on its own. Patient stated that she felt numbness in her hands and fingers, did not know where the shock came from, the shock was disturbing but not painful, was sudden, occurred one time, and after the incident took place her skin was red and had one small burnt spot under all of the electrodes. The patient sought medical attention and her primary care doctor stated the alleged burns were an allergic reaction to the electrodes. Although there was no long term injury and no medication was used/prescribed, an MDR is being submitted as a conservative measure.